Event description:
It was reported that the device failed ventilating while in use. There were no patient health consequences reported.

Manufacturer narrative:
The affected carina with the serial number (B)(6), manufactured in 2007, has been examined at the repair centre at the manufacturer site in telford. The logfile, service report and enhanced correspondences were additionally made available to the manufacturer for investigation. The logbook had shown that on (B)(6) 2021 between 12:00 and 12:11, several alarms occurred indicating a blower defect and a pressure sensor failure which confirmed the event reported. The unit alerted the user to the issue with accompanying high priority alarms as specified. During the inspection of the device at the repair centre in telford the internal wiring and tubing was checked and fixed. Afterwards the device checked according to manufacturer specifications and passed all tests. In case of a blower defect, the device switches into patient safe mode which means that the emergency breathing valve is opened to allow spontaneous breathing of the patient. This device behaviour could be seen in this case in the log file. In case of an isolated pressure sensor fault, the device switches to rescue ventilation and alarms accordingly. Rescue ventilation is a pressure-controlled ventilation mode with reduced quality. A faulty pressure sensor may also lead to the failure of the blower as it is used to measure the turbine rotation speed. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device failed ventilating while in use. There were no patient health consequences reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device failed ventilating while in use. There were no patient health consequences reported.